Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture. A hemi hip with an accolade ii stem, lfit v40 head, and uhr bipolar component were revised to a restoration modular stem construct, cables, and new femoral head with bipolar component. Rep confirmed there are no allegations against the revised femoral head and bipolar component, provided the primary usage sheet, and confirmed that no further information will be released by the hospital or surgeon.